Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of "high", a specific value was not provided, and diabetic ketoacidosis. The customer fainted and hit their head. The customer was released (B)(6) 2024. The customer declined to provided additional information regarding the issue. Reportedly, the customer was using the same pump supplies for over 2 days with humalog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide.